Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a dark flickering image due to a bad cable. Additional findings include the following failed the water leak test from the entire cable due to tiny holes making it not able to take pictures. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, there was a dark image issue. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.